Event description:
It was reported that the unit was received back and continues to exhibit flickering behavior.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.